Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of the therapeutic ebus procedure, while the surgeon was removing the needle, a foreign body was seen on the image. The surgeon removed the needle with biopsy forceps. The surgeon identified the foreign body was the metal coil sheath. It had detached from the tip of the needle and remained in the lung. The facility reported no patient harm. The customer also reported, in the images of the broken device, disregard the tip of the needle cut off. The facility does this at the end of procedures for proper disposal.

Event description:
The customer provided additional information. The model and serial number of the endoscope is unknown. There were no changes to the patient's treatment course due to this issue and no diagnostic imaging was taken. The patient is reported as doing okay today.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, device evaluation findings and the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The olympus service department evaluated the returned device and identified the following: the device arrived along with a small container with some device material inside. The stylet was returned, but the syringe and stopcock were not returned. The handle lock was able to slide and lock into position. The sheath adjuster is able to rotate and lock into place. The connecting slide is able to slide and click into each place. There is a kink at the proximal end of the sheath. Inside the container, there is a cut off portion of the distal end of the needle and sheath. This is approximately 4.5 inches from the distal end of the needle tip. Also in the container, the distal hypotube was returned. The distal end of the remains of the device sheath, was chewed up and had multiple areas of damage. This may be a result of the customer cutting the end of the needle off for safety, however; cannot be confirmed if any other factors contributed to this. There was heavy amounts of resistance when extending and retracting the needle. This is likely due to the proximal kink in the sheath, along with the damage to the distal end. As a result of the needle being cut by the customer, the needle extension length cannot be truly measured. The distal needle tip is sharp and in good condition still. There is dried blood along the sheath and cut off portion of the device, consistent with use. The initial complaint of a metal coil falling off the device and being retrieved, can likely be confirmed due to the hypotube being returned outside the device. The observed failure is a known phenomenon likely resulting from forcing the device through resistance with excessive angulation. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to forcing the device through resistance with excessive angulation. The instructions for use includes the following warnings: page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.